Event description:
After trying to open the left middle cerebral artery (mca) with tpa, dr. Eskridge attempted to remove the clot using a merci retriever l5 with the merci microcatheter 18l. Once he engaged the mca clot with the retriever helix, he rotated the retriever counterclockwise and pulled back. The number of revolutions applied to the device was not reported. The retriever helix did not withdraw through the clot, but the proximal end of the device came out. The retriever tip remained in the mca. After multiple attempts to snare the distal portion of the retriever tip out of the artery (as well as attempting to stent the artery), the procedure ended with the retriever tip still in the left mca. The site did not provide any additional information.

Manufacturer narrative:
The device instructions for use (IFU) includes a warning that provides recommendations to reduce the risk of fracture. In particular, it is recommended that the microcatheter tip position be maintained up to the helix loops during retriever manipulation and withdrawal. The results of the investigation on the returned device showed that the retriever core wire fractured proximal to the proximal solder joint that joins the core wire to the platinum coil (proximal to the retriever helix). There was a slight bend in the core wire just proximal to the fracture. Based on the results of the investigation, the most likely cause of the fracture was not maintaining the microcatheter position up to the retriever helix loops as indicated in the IFU. The manufacturing records for retriever l5 devices that were shipped to the site, lot numbers 32947, 32954, 33068, 33123, were reviewed and no anomalies were found that are related to this complaint.